Event description:
Additional information was received. The patient had an endurant aortic cuff (B)(4) implanted resolving the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant was reported that the aortic neck had anterior angulation and had a chunk of calcium posterior. There were 3 patent lumbar arteries. After the stent graft was implanted there was an endoleak 3 cm from the proximal end of the stent graft. The physician thought it was a type 1 endoleak. The stent graft was modeled with a ballooned twice and the endoleak diminished but did not completely resolve. It was reported that three years post implant the follow up CT revealed that there was stent graft migration with type I endoleak. The proximal aortic neck has increased in size to 26-27 mm and has migrated 1 mm is 28 mm. The patient will be monitored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (migration). Patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).